Event description:
One month after injection on patient, site was lumpy, itchy, red and swollen. Sterile abscess formed in cheek and glabellas. Injection site included the nasolabial area and on acne scar on cheek. Patient has had other ha product previously with no problems. No known allergies. Cheek area was red, itchy, hard and swollen - not painful, but felt like an implant under the skin. On the nasolabial area, the physician performed intralesional "kenalog" twice at two week intervals and also performed ind. The patient cancelled his follow-up appointment as he was feeling better.

Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The device was not available to be returned. The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.